Event description:
A customer reported that a chemotherapy infusion disconnected on it's own at the smartsite filter extension set and phaseal device connection with a less than 5ml leak occurring. It was further reported that when the nurse initially connected and reconnected the extension set, it would only screw half a thread on to the phaseal, and it did not feel like it was on all the way. The nurse reconnected the extension set and finished the infusion. There was no report of pt or user harm and medical intervention was not required. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer stated that the tubing was discarded. The customer's report of set leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.